Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderate to severely calcified vessel. A 2.50mm x 8mm emerge balloon catheter was advanced; however, during the procedure, proximal shaft broke while attempting to cross the lesion. All came back over the guidewire and was removed. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an incomplete emerge mr balloon catheter. The device was visually and microscopically examined. The manifold of the device and a segment of the hypotube failed to return for further analysis. The separated hypotube end was ovaled in shape indicating the device was kinked prior to separation. The total length of the device returned was 87.5cm where the full length is 144cm. There were numerous kinks to the hypotube. There was contrast in the inflation lumen, and the balloon was tightly folded.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderate to severely calcified vessel. A 2.50mm x 8mm emerge balloon catheter was advanced; however, during the procedure, proximal shaft broke while attempting to cross the lesion. All came back over the guidewire and was removed. The procedure was completed with another of the same device. There were no patient complications reported.